Event description:
Customer reportedly received results of 200 mg/dl and 80 mg/dl within 10 minutes on the aviva plus system. The customer ate one glucose tablet. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.